Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to abdomen may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to abdomen may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: a2 d1.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11717 become aware date (g3): 5/16/2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen areas on (B)(6) and (B)(6) of 2020 and again to the upper abdomen area on (B)(6). Of 2021 using cooladvantage plus system applicators, who developed paradoxical hyperplasia (ph) after treatment.